Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via email that the device would not download. Customer mentioned about going to the hospital but no further details were given. Customer's blood glucose was 105 mg/dl. No troubleshooting was done. Customer will not be returning the device for analysis.